Event description:
The patient was experiencing symptoms of low blood glucose. The nurse tested his blood glucose on the suspect device and it was 110mg/dl. Nurse repeated the test on the suspect device and it was 89 mg/dl. Within a few minutes nurse did a lab draw. Pt blood glucose came back 15 mg/dl. Pt was treated for low blood glucose. Glucose controls were within specifications.